Event description:
As the provider was inserting the arrow art line, the wire bent and approximately- 1 5/11 inches of the catheter is remaining in the patient. Ir was consulted. Remainder of the hub was collected for evidence.